Event description:
The had placed the femostop on the patient's thigh and inflated the dome. The gauge remained blank-no pressure registered. The rn then attempted to deflate the dome and it would not deflate.====================== health professional's impression======================the device did not inflate or deflate properly====================== manufacturer response for femostop, femostop gold======================maufacturer is sending technician from sweden to inspect device.